Event description:
It was reported that the bd 20 ml syringe experienced a crack in the syringe. The following information was provided by the initial reporter: crack in 20ml syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Damage to the barrel can occur due to the product jamming within the manufacturing equipment. A device history review was performed for the reported lot 2101083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.